Manufacturer narrative:
E1 initial reporter phone was added as it was omitted from the initial report that was submitted. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H10 this is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella 5.5. Related report number was added. H11 the impella device was not returned, and the investigation has been completed. Investigation summary - the console was not returned for investigation. It's been flagged for investigation once returned to field service.

Manufacturer narrative:
Added: d6a, d6b. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced erratic placement signal waveforms and intermittent position alarms. Impella support continues.

Manufacturer narrative:
Additional information was received indicating a placement signal not reliable occurred.